Manufacturer narrative:
Additional information f10/h6: component codes. Correction h11: the device was received for evaluation. During functional testing, the reported 'pump not accurately infusing' was reproduced. The device was sent for flow rate test: test 1: delivery rate (40 ml/hr), run time (60 mins), vtbi (40 ml), results (38.155 ml), error percentage (-4.613%). Test 2: delivery rate (125 ml/hr), run time (60 mins), vtbi (125 ml), results (118.230 ml), error percentage (-5.416%). A review of the event history for the reported event date showed an infusion programmed for vancomycin but no infusion for vasopressor on or around the reported event date. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. It was determined that adjustment to the pressure plate travel should be performed due to the percent error being outside 5%. The amount observed to have under-infused was not reported by the customer however, given the error percentage observed during testing, the pressure plate adjustment is unlikely to be the cause of the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion the spectrum infusion pump did not accurately infuse the fluids and subsequently required titrating up vasopressors. During infusion of unspecified vasopressors in the emergency room the pump was ¿not accurately infusing fluids¿, and the patient was noted to have a ¿¿poor response¿. The vasopressors had to be ¿titrated up¿. As a result, ¿the patient had inadequate perfusion for the period of time that the faulty pump was in use¿. ¿the patient required timely critical care intervention and treatment for shock, without which, they would certainly die.¿ the pump was changed, and the patient had a ¿good response¿ to the medications. After an unspecified amount of time the patient was transferred to the intensive care unit. The applicable baxter IV tubing and approved IV fluid bags were used at the time of the event. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the reported 'pump not accurately infusing' was reproduced. The device was sent for flow rate test: test 1: delivery rate (40 ml/hr), run time (60 mins), vtbi (40 ml), results (38.155 ml), error percentage (-4.613%). Test 2: delivery rate (125 ml/hr), run time (60 mins), vtbi (125 ml), results (118.230 ml), error percentage (-5.416%). A review of the event history log revealed an infusion of IV fluid programmed and started on the reported event occurrence date. At timestamp 03:46 the user activated standby mode. At 06:00, the user resumed the infusion at a rate of 250 ml/hr and experienced an "downstream occlusion!" Alarm and auto-restarted in the same timestamp. The user updated the rate of 999 ml/hr, the pump ran for 19 minutes without interruption before the user stopped the pump and did not resume the infusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel, which will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.